Manufacturer narrative:
02/18/2021 - the consumer accepted a replacement and will not return the device to the manufacturer for an investigation. Therefore an investigation will not occur.

Event description:
2/9/2021 - the consumer claims the bottom of the unit has burn marks. The also noticed the cord also had burn marks. The consumer accepted a replacement.